Manufacturer narrative:
Manufactures investigation conclusion: no device-related issues or adverse events were reported by the account. A direct relationship between the device and the reported heart transplant could not be conclusively determined through this evaluation. The account reported that the patient underwent a transplant on (B)(6) 2018. The pump was explanted and was not returned for evaluation. A cause for the patient¿s transplant was not reported. Multiple requests for additional information, including product return status, were issued to the customer; however, no further information was provided. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a transplant on (B)(6) 2018. Additional information was requested but not provided.